Event description:
It was reported that during a da vinci-assisted right upper pulmonary lobectomy procedure, bleeding occurred requiring conversion to an open thoracotomy. The site's robotics coordinator reported that the bleeding was not caused by any instrument used during the surgery. The customer used a cadiere forceps instrument to control the bleeding as the procedure was converted to an open approach. During this process, the other three arms on the patient side cart (psc) were undocked. Once access to the chest was obtained, the instrument release key (irk) was successfully used to release the cadiere forceps instrument. The following information remains unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. The only reason that the cadiere forceps instrument is being returned is because it can no longer be used. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the cadiere forceps instrument to perform failure analysis. The only reason that the cadiere forceps instrument is being returned is because it can no longer be used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11.corrected fields: h11.the surgeon did not provide additional information regarding the reported event and questioned the relevance of the follow-up investigation. The surgeon explained that the event did not involve a complaint against a product.additional information:the customer returned the cadiere forceps instrument that was used to control the bleeding during conversion to an open procedure. Once the system is undocked the cadiere forceps instrument can only be released from the tissue using an instrument release key (irk); this renders the instrument unusable. Upon receipt, functional testing confirmed the grip tips could grasp and hold as intended, and the instrument demonstrated full, intuitive range of motion in all directions. The instrument was fully functional.